Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and moderately calcified de novo lesion in the right coronary artery. Reportedly, resistance with the anatomy was noted during advancement of a whisper ms 3cm h 190 guide wire. The guide wire broke inside the vessel and the distal part of the quide wire, about 5cm, remained embedded in the occluded sector of the vessel. It was reported that no treatment was performed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Patient codes: 2687 not labeled. Device codes: 2017 labeled. Internal file number - (B)(4). Correction: patient code 1204 was removed. Device code 2017- against resistance. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. In conclusion, the images provided, although of poor quality, do confirm that the whisper wire broke while being advanced against noted resistance. As cited in the incident report, the anatomy is extremely tortuous, and it appears the guide wire broke at the apex of the curve in the proximal right coronary artery (rca) when resistance was encountered in the occluded sector of the vessel. It should be noted the hi-torque guide wires instructions for use (IFU) states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. The investigation determined the reported difficulties appear to be related to deviation of the IFU and circumstances of the procedure as it is likely that during advancement resistance was met with the heavily tortuous and moderately calcified anatomy resulting in the reported physical resistance. Manipulation/ interaction with the heavily tortuous, moderately calcified anatomy and/or inadvertent mishandling ultimately resulted in the reported/noted core and polymer detachments. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the distal part of the guidewire, approximately 5.5cm, was left in the distal, mid and proximal part of the right coronary artery (rca). An attempt was made to embed the guidewire into vessel wall with a non-abbott intracoronary stent; however, stent placement was not possible due to the patient's anatomy. Part of the broken guidewire piece is embedded in the occluded sector of the vessel, the other part of this guidewire piece is free floating in the lumen of the rca. The patient's condition remained stable during and after the procedure. No additional information was provided. Cine review by an abbott clinical specialist indicates that the whisper wire broke while being advanced against noted resistance.